Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR is to include the additional event information received on (B)(6) 2019, that changed the reportability of this complaint file. [Additional information]: on (B)(6) 2019, updated information was received that this adverse event was removed from the clinical database. Additional information provided on (B)(6) 2019 indicated that the event was inactivated because it did not meet the definition of ¿serious¿ per the study protocol. Hemorrhage is a known potential complication associated with endovascular mechanical thrombectomy for acute ischemic stroke cases and is listed in the embotrap instructions for use (IFU) as such. The embotrap ii revascularization device is intended to restore blood flow in the neurovasculature by removing thrombus in patients experiencing ischemic stroke within 8 hours of symptom onset. Patients who are ineligible for intravenous tissue plasminogen activator (IV t-pa) or who fail IV t-pa therapy are candidates for treatment. The root cause of the event cannot be conclusively determined; however, according to the referenced literature, hemorrhagic transformation (ht), which refers to a spectrum of ischemia-related brain hemorrhage, is a complex and multifactorial phenomenon. Ht is a frequent spontaneous complication of ischemic stroke that is especially common after thrombolytic therapy. The risk of ht limits the applicability of tissue plasminogen activator (tpa). The incidence of spontaneous hemorrhagic transformation ranges from 38% to 71% in autopsy studies and from 13% to 43% in CT studies. More attention should be paid to patients with acute cerebral infarction, particularly massive infarction, cortical infarction, atrial fibrillation and cerebral embolism, hyperglycemia, low total cholesterol (tc) and low-density lipoprotein cholesterol (ldlc) levels, low platelet count, poor collateral vessels, thrombolytic treatment, increased globulin, early CT signs, hyperdense middle cerebral artery signs (hmcas) and other predictors. Review of the available information suggests that patient, pharmacological, and procedural factors, including the patient¿s baseline stroke and comorbidities, may have contributed to the event with no report of a device deficiency. There was partial clot retrieved with the embotrap device, thus demonstrating that the device was engaging with the clot and retrieving clot material. Two passes made with the embotrap device resulted in a mtici score of 2b. The hemorrhage was considered mild (not serious) and did not require medical/surgical intervention and/or prolonged hospitalization to preclude permanent impairment. Upon further review, this complaint does not meet the criteria for medical device reporting since the adverse event was not deemed not serious and did not require medical / surgical intervention and / or prolonged hospitalization to preclude permanent impairment. Therefore, it has been deemed not reportable. No further reports will be forthcoming. Updated sections: g.4, g.7, h.2, and h.10.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, were not provided. Initial reporter information such as phone and email address are not available / unknown. [Conclusion]: the event was reported through the (B)(6) study, the (B)(6) female patient with a history of atrial fibrillation, ischemic stroke / transient ischemic attack (tia) in 2014, and hypertension presented with a witnessed ischemic stroke on (B)(6) 2019 with a modified treatment in cerebral infarction (mtici) score of 0, an nih stroke scale score (nihss) of 9, and a modified rankin score (mrs) of 0 underwent a mechanical thrombectomy procedure using the 5 mm x 33 mm embotrap ii revascularization device (et009533 / 19d099av) on the same day. Intravenous tissue plasminogen activator (tpa) was not administered during the procedure. The embotrap passes were made with a 0.072¿ inner diameter (ID) intermediate catheter via a 0.021¿ ID microcatheter. The embotrap device was partially retracted into the intermediate catheter and both were withdrawn together. The first pass made with the embotrap and mechanical pump aspiration at the right carotid t (5 min incubation) resulted in an mtici score of 2a with partial clot retrieval via the embotrap. The second pass made with the embotrap and mechanical pump aspiration at the right m1 (5 min incubation) resulted in an mtici score of 2b with partial clot retrieval via the embotrap. The third pass made with the embotrap and mechanical pump aspiration at the right m2 (5 min incubation) resulted in an mtici score of 2b with no clot retrieval. The fourth pass made with the embotrap and mechanical pump aspiration at the right m2 (5 min incubation) resulted in an mtici score of 2b with no clot retrieval. The 4 mm x 40 mm solitaire¿ stent retriever (medtronic) was used to make the fifth pass with mechanical pump aspiration due to persistent clot at the right m2 (5 min incubation); the fifth pass resulted in an mtici score of 3 with full clot retrieval via the solitaire stent retriever. It was reported that the following day, on 24 august 2019, the patient suffered from a hemorrhagic transformation with an nihss of 12. The study investigator classified the event as mild in severity, and anticoagulants were held to prevent further injury / permanent impairment. The patient is currently recovering from the event. Per the study investigator, the event was possibly related to the study device and study procedure. Based on complaint information, the device was not available to be returned for analysis. A review of the device history record (DHR) associated with this lot (19d099av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Product analysis cannot be conducted as the product was not returned for analysis. There was no report of any device malfunction. As such, the investigation will be closed. Hemorrhage is a known potential complication associated with endovascular mechanical thrombectomy for acute ischemic stroke cases and is listed in the embotrap instructions for use (IFU) as such. The embotrap ii revascularization device is intended to restore blood flow in the neurovasculature by removing thrombus in patients experiencing ischemic stroke within 8 hours of symptom onset. Patients who are ineligible for intravenous tissue plasminogen activator (IV t-pa) or who fail IV t-pa therapy are candidates for treatment. The root cause of the event cannot be conclusively determined; however, according to the referenced literature, hemorrhagic transformation (ht), which refers to a spectrum of ischemia-related brain hemorrhage, is a complex and multifactorial phenomenon. Ht is a frequent spontaneous complication of ischemic stroke that is especially common after thrombolytic therapy. The risk of ht limits the applicability of tissue plasminogen activator (tpa). The incidence of spontaneous hemorrhagic transformation ranges from 38% to 71% in autopsy studies and from 13% to 43% in CT studies. More attention should be paid to patients with acute cerebral infarction, particularly massive infarction, cortical infarction, atrial fibrillation and cerebral embolism, hyperglycemia, low total cholesterol (tc) and low-density lipoprotein cholesterol (ldlc) levels, low platelet count, poor collateral vessels, thrombolytic treatment, increased globulin, early CT signs, hyperdense middle cerebral artery signs (hmcas) and other predictors. Review of the available information suggests that patient, pharmacological, and procedural factors may have contributed to the event with no report of a device deficiency. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The event was reported through the (B)(6) study, the (B)(6) female patient with a history of atrial fibrillation, ischemic stroke / transient ischemic attack (tia) in 2014, and hypertension presented with a witnessed ischemic stroke on (B)(6) 2019 with a modified treatment in cerebral infarction (mtici) score of 0, an nih stroke scale score (nihss) of 9, and a modified rankin score (mrs) of 0 underwent a mechanical thrombectomy procedure using the 5 mm x 33 mm embotrap ii revascularization device (et009533 / 19d099av) on the same day. Intravenous tissue plasminogen activator (tpa) was not administered during the procedure. The embotrap passes were made with a 0.072¿ inner diameter (ID) intermediate catheter via a 0.021¿ ID microcatheter. The embotrap device was partially retracted into the intermediate catheter and both were withdrawn together. The first pass made with the embotrap and mechanical pump aspiration at the right carotid t (5 min incubation) resulted in an mtici score of 2a with partial clot retrieval via the embotrap. The second pass made with the embotrap and mechanical pump aspiration at the right m1 (5 min incubation) resulted in an mtici score of 2b with partial clot retrieval via the embotrap. The third pass made with the embotrap and mechanical pump aspiration at the right m2 (5 min incubation) resulted in an mtici score of 2b with no clot retrieval. The fourth pass made with the embotrap and mechanical pump aspiration at the right m2 (5 min incubation) resulted in an mtici score of 2b with no clot retrieval. The 4 mm x 40 mm solitaire¿ stent retriever (medtronic) was used to make the fifth pass with mechanical pump aspiration due to persistent clot at the right m2 (5 min incubation); the fifth pass resulted in an mtici score of 3 with full clot retrieval via the solitaire stent retriever. It was reported that the following day, on (B)(6) 2019, the patient suffered from a hemorrhagic transformation with an nihss of 12. The study investigator classified the event as mild in severity, and anticoagulants were held to prevent further injury / permanent impairment. The patient is currently recovering from the event. Per the study investigator, the event was possibly related to the study device and study procedure.